Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The customer reported the ventilator was giving a low oxygen pressure alarm. The patient was not harmed as a result of the event.